Event description:
It was reported that (1) tlc55 was used during a small bowel resection procedure. It was reported by the rep that when transecting tissue with tlc55, tissue would not release from cartridge after staples had fired. The cartridge held tissue and tore tissue. Used another instrument to complete the case. There was no consequence to pt.